Event description:
On initial contact, dentist reported device overheating and burned a pt. Attempted to contact dentist on 10/09/2009, to obtain add'l info, but not able to do so. The dentist returned two handpieces. It was unclear which burned the pt.